Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the suggested phenomena: due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. Due to the described above "1", the basket was deformed, and the misalignment of the coil sheath had occurred. The operating pipe broke at the welded portion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single-use lithotripter's coil sheath was misaligned, the operating pipe was broken, and the wire basket was deformed. There was no patient involvement.